Manufacturer narrative:
(B)(4). (B)(6). (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that an intraocular lens (iol) was implanted into the patient's eye with one haptic broken. The iol was removed and replaced with another iol during the same surgical procedure. Additional information was received and it was learned that the loss of the haptic was detected after implantation. The incision was enlarged but no vitrectomy was performed. The patient is reported doing fine, but sutures were needed with formation of astigmatism. Visual acuity (v/a) pre op 20/40, post op 20/25. No further information provided.

Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 06/08/2016. Device returned to manufacturer? Yes. Device evaluation: the intraocular lens (iol) was returned to the manufacturing site for evaluation. Visual inspection at 12x microscope magnification showed that the lens was damaged and one of the haptics broken. Scratches were observed on the optic of the lens. The customer's reported complaint was confirmed. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue was verified. All pertinent information available to abbott medical optics has been submitted.